Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, insufficient angle due to angle wires stretched, insertion section was dented in many places, objective lens broke and partly missing, light guide tube cracked and worn, and switch box and switch 1 deteriorated. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the evis lucera elite gastrointestinal videoscope had clogged nozzle due to insufficient or incorrect reprocessing scope. The event occurred after a gastroscope procedure. It was reported that the procedure was completed using similar device with no delay. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the fragments of the injection tube or silicone rubber products entered the channel and lodged in the nozzle. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿operation manual - preparation and inspection. Inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities.¿ ¿inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function¿. ¿reprocessing manual - precleaning the endoscope and accessories. Flush the air/water channel with water and air -caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ ¿cleaning, disinfection, and sterilization procedures - manual cleaning flush the air/water channel with detergent solution¿. Olympus will continue to monitor field performance for this device.